Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt defibrillation from their implantable pulse generator (ipg). Their heart rate also went below the programmed parameters set on their ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.